Manufacturer narrative:
(B)(4). G2: foreign: canada. Visual examination of the returned product identified signs of use, wear and tear. The blue handle has some scuff marks, and the distal end of the handle body is damaged and bent. The handle plunger on the inside of the handle body is fractured and was not returned with the device. Measured the handle of the sizer handle and all measurements were conforming to the print. Also verified the handle is blue ppsu. The device has a possible field age of 3 years 7 months. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. The reported event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that when the surgeon attempted to use the instrument, the tip of the handle does not lock in place. There was no report of harm to the patient. Attempts have been made and no further event information is available at this time.